Manufacturer narrative:
The customer's calibration results, qc results, and system alarm traces were requested but not provided for both c 702 modules. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The field service engineer performed precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 and tp2 total protein gen.2 results for one patient. The customer confirmed the patient was tested on a cobas 8000 c 702 module, but could not confirm which analyzer was used for the initial and repeat testing. The customer confirmed qc was acceptable prior to patient testing. The patient's initial results were reported outside the laboratory. The patient's doctor questioned the initial results. The customer performed repeat testing for confirmation. On (B)(6) 2021, the initial results were calcium 7.70 mg/dl and total protein 5.50 g/dl. On (B)(6) 2021, the repeat results were calcium 9.89 mg/dl and total protein 6.94 g/dl. The customer determined the repeat results were correct. The calcium reagent lot number was 506975 with an expiration date requested but not provided. The total protein reagent lot number was 492591 with an expiration date requested but not provided.